Event description:
Treatment of an avm with onyx. It was reported that after approximately 10 minutes of onyx injection, the injection was stopped for two minutes due to onyx reflux. During re-injection, onyx was not seen on the new road map. The physician moved the table to see more proximal view and noted onyx exited out the catheter into the carotid artery. Several attempts were made to retrieve the onyx cast without success and reported part of the onyx migrated into the right mca. The pt was reported as injured with left hemiplegia. On follow-up, it was reported the pt expired. Same event as MDR# 2029214-2009-00331.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 24.3 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results: catheter rupture.